Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing, service found the image was blurry (foggy) due to fluid in the scope connector. After aeration, the image was okay. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions during the device evaluation, service found a leak in the biopsy/instrument channel. The control body and scope connector demonstrated fluid ingress; no corrosion was observed after aeration. No other leaks were observed. The electrical connector had no corrosion, and the charge coupled device (ccd) was okay. The angulation was low. The up/down and right/left control knobs were loose. The objective lens was scratched. There was fluid inside the light guide lens. There were dents in the distal end plastic cover. The rubber adhesive was cracked on the distal end cap (c-cover) and insertion tube. There was a cut in switch #1 and switch #4. The insertion tube had minor scratches. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during the reprocessing of the subject device, a stain on the lens was observed, and when checking for a leakage, bubbles were seen coming out of the biopsy channel. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the endoscopic image was blurry (foggy). This report is being submitted for the malfunction found during the device evaluation.